Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l info was provided.

Event description:
The customer reported that the system would not display image when the c was rotated. This could result in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.